Manufacturer narrative:
The device was received for evaluation. During functional testing, did not pass the pressure system integrity (psi) test as it displayed values exceeding the manufacturer's prescribed limits was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the pressure test and displayed values exceeding the prescribed limit in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.